Event description:
Event description guidant received information that this epicardial shocking patch lead exhibited lead impedance measurements of 188 - 200 ohms. The lead is attached to a non-guidant device. All other lead measurements are normal.